Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 550cc mentor memorygel breast implant and experienced unspecified left-sided complications postoperatively. As a result, the patient underwent explantation. The explanation date was estimated as (B)(6) 2021 based on available information. At the time of this report, it is unknown as to why the patient underwent the explanation surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.